Event description:
Major osteolysis due to failure of the glenoid after 12 yrs post-operative. Revision surgery.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.